Event description:
The customer reported 12 leads ECG false readings. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer confirmed it was the trunk cable that failed during testing, not the device itself. The customer replaced the trunk cable and resolved the issue. The cable was scrapped and not available for evaluation. We will consider this a trunk cable failure that caused 12 leads ECG false readings.